Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test, watchdog timeout, unexpected restart alarms or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout alarmed. The customer¿s blood glucose level was 251 mg/dl at the time of the incident. Customer stated the insulin pump had unexpected restart alarm. Customer was able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.